Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: was surgery delayed due to the reported event? --> no, action taken when event occurred? --> considered possible contaminated sharp to employee., was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - what was the name of the procedure? - what was done to treat the shard penetration? - was medical or surgical intervention required? - was there any special diagnostic test performed? - what is the status of the surgeon injury today? - was it difficult to break the ampoule (was extra force needed to break the ampoule)? - was the ampoule crushed repeatedly? - can you identify the lot number of the product that was used? - is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? - could you please provide the lot number? - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided - please provide the source or name of person providing answers to follow-up questions: the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and topical skin adhesive was used. When scrub broke vial to release solution, a shard broke through the plastic outer sheath and cut scrub. Because she was wearing gloves from entire case, they considered possible contaminated sharp to employee. There was no patient consequence reported. One device returning. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with a crushed ampoule and dried formulation present inside the bulb. The filter exhibited a purple discoloration consistent with contact with the formulation. Inspection of the sample identified a piercing within the applicator bulb through which a glass shard was protruding. Additionally, a piercing was observed in the butyrate tube. Visual inspection further confirmed that all components of the applicator were present and appeared to be appropriately assembled. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.